Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient was deceased. The cause of death is not known and no further information is available.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. Post explant power on reset (por) cleared all implant data. Longevity cannot be calculated. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant: product ID 694758 lead implanted: 2011-(B)(6). (B)(4).